Event description:
Device 1 of 3. Reference MFR. Report: 1627487-2013-21317, 21318. It was reported the pt experienced overstimulation for a while due to which the physician recommended ipg replacement. Subsequently, the ipg was explanted and replaced. Prior to the procedure, the scs lead indicated high and invalid impedances on multiple contacts. When reprogramming post-operative, the scs leads exhibited multiple high impedances and the pt experienced overstimulation near the heart and abdomen through the valid contacts. The physician is planning to do a cat scan followed by surgical intervention at a later date.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.